Manufacturer narrative:
(B)(4)

Event description:
The customer complained of erroneous high results for 1 patient sample tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat. Testing was performed on 2 sample tubes from this patient that were drawn and collected at the same time. The initial troponin t hs stat result from the 1st tube was 0.041 ng/ml with a data flag. This result was reported outside of the laboratory. The sample from the 1st tube was repeated and the result was 0.019 ng/ml. The sample from the 2nd tube was repeated and the result was 0.018 ng/ml. On (B)(6) 2016 the 1st tube was repeated and the result was 0.021 ng/ml. The 2nd tube was repeated and the result was 0.016 ng/ml. The repeated results were believed to be correct. No adverse event occurred. The troponin t hs stat reagent lot number was 12538800 with an expiration date of 01/31/2017. It was noted that pinch valve tubing was last replaced on (B)(6) 2016. Liquid flow cleaning was last performed on (B)(6) 2016. The field service engineer visited the customer site and identified damaged pinch tubing. The pinch tubing was replaced. Instrument tests were within specifications. The customer has had no further erroneous results after this service action.